Manufacturer narrative:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a qdot micro and it was not irrigating. The catheter wouldn't flush properly and there was no temperature on the ngen system. The catheter was removed from the body and noticed it was not irrigating. They checked the irrigation with a syringe and then hit high flow on the ngen pump to make sure it was functioning properly. When the catheter was replaced, the issue resolved. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance, and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and temperature issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Before use, verify irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a qdot micro and it was not irrigating. The catheter wouldn't flush properly and there was no temperature on the ngen system. The catheter was removed from the body and noticed it was not irrigating. They checked the irrigation with a syringe and then hit high flow on the ngen pump to make sure it was functioning properly. When the catheter was replaced, the issue resolved. There was no error message from the ngen pump and the correct catheter settings were selected on the generator. There was no issues with flow rate change at the start of ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).